Event description:
The user facility reported that during a colonoscopy procedure, the pt sustained a colon perforation. The reporter also stated that the colonoscope had been ruled out as the source of the perforation, however they wished the device to be evaluated. Additional detailed info was provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the event, but the user facility provided very limited info. Olympus was informed that the users had reportedly ruled out the colonoscope as the cause of the perforation, but could not conclusively determine the cause. As part of our investigation into this report, an olympus representative visited the user facility to examine the video processor and light source used during the procedure, and reported no anomalies were noted on the equipment. The device referenced in this report was returned to olympus for eval. Noted minor scrapes and peeling on the insertion tube, and a small chip in one of the light guide lenses, however no sharp surfaces were detected and the device was found to operate appropriately. The device was serviced and was returned to the user facility. The exact cause of the user's report could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.